Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead has high impedance and a possible fracture. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal and proximal portions of the lead were returned and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo. It was noted that there was severe explant damage to the lead. (B)(4).

Event description:
It was further reported that the rv lead had a lead warning and also noise was noted by the clinic. The lead was explanted and replaced.